Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, two non-recoverable faults on the surgeon side console (ssc) right master tool manipulator (mtm) arm was observed. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted several faults on one of the ssc. The tse informed the caller that the site could disconnect the suspect ssc and continue the procedure using a single ssc. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales associate (csa) and obtained the following additional information: the customer had a dual ssc setup. There was no injury or harm to the patient. Isi followed up with the robotics coordinator and obtained the following additional information: the remainder of the case was performed laparoscopically. The incident occurred towards the end of the procedure. The faulting ssc was not used for the remainder of the case. There was 15 minutes of total procedure delay due to rebooting the entire system mid-procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse replaced the remote arm controller (rac) 2. The system was tested and verified as ready for use. The rac 2 has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. Fa installed the rac into the test system and it powered up the surgeon side console normally. It passed all testing specification. No trouble was found.